Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). This complaint was confirmed during the sample evaluation; however, no root cause could be determined. During a visual inspection of the returned sample, there was a separation found at the joint between the tubing adaptor and the tubing.

Event description:
A nurse reported to baxter an issue of leak that occured on a homechoice (hc) cassette. This problem was found during use. A leak from the connection between the patient line tubing and tubing adapter was observed during priming. And then, the tubing separated from the adapter. The same incidents recurred 2 or 3 times. There was no patient involvement and no patient injury.

Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA.